Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During left ventricular lead implantation, high impedance and low sensing were noted on the right ventricular lead. The right ventricular lead was explanted and replaced and the patient was in stable condition.

Manufacturer narrative:
The reported events of high lead impedance and low sensing were not confirmed but helix difficulty to rotate was confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found the helix to be fully extended and clogged with blood. After cleaning, the helix could be retracted and extended. The cause of the helix difficulty to rotate was isolated to the helix being clogged with blood.